Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), ovarian cyst ("ovarian cysts"), abnormal weight gain ("excessive weight gain") and pelvic discomfort ("pelvic discomfort"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, alopecia, abdominal distension, back pain, dyspareunia, fatigue, rash, ovarian cyst, abnormal weight gain and pelvic discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, heavy menstrual bleeding, ovarian cyst, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: left- two rings were visualized. Right- 2-3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received : reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.